Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the alarm logs showed two occurrences of the low vacuum alarm on (B)(6) 2017. The low vacuum condition could not be reproduced during inspection, however, the fse replaced the scroll compressor to prevent future instances. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a "low vacuum" alarm while in use on a patient. No adverse event has been reported.